Event description:
During a remote follow-up, pacemaker meditated tachycardia due to fusion and a loss of capture on a potentially pacemaker dependent patient was observed on the device. Technical support was contacted and device reprogramming is anticipated. The patient was stable.

Event description:
Additional information received indicated the event was resolved by reprogramming the device. The patient was in stable condition.